Manufacturer narrative:
Device evaluation summary: a service engineer inspected the device are placed the breath delivery (bd) printed circuit board assembly (pcba). The ventilator passed all testing per manufacturer¿s specifications at the time of repair and was returned to the customer for clinical use. The breath delivery xena ii printed circuit boare (bd xena ii pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test (post). None of the light emitting diodes (leds) on the bd diagnostic led array were illuminated. Further analysis revealed that field-programmable gate array (fpga) device, reference designator u101, was overheating. Also, there was a short circuit condition on both the 3.3 volt and 2.5 volt rails to ground on the bd xena ii pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had generated a device alert. The ventilator was not in use on a patient at the time of the reported event.